Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to low anterior resection, during set up of the device, there was no light when loading the reload, and the system was not reacting when pushing the close button. Another reload was used for testing, and the sound during set up was strange. When the loading unit was connected, it started to move and rotate without touching the rotate button. Surgeon used manual stapler to continue. There was no patient involvement.